Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# (B)(4). The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states. (B)(4). Guiding catheter (optimo, tokai medical product); micro catheter (marksman,covidien); micro catheter with balloon (unryuxp, kaneka medix corporation 1.5*10mm, 25.*10mm) (B)(4) . The revive se will not be returned and due to no alleged quality issues no root cause analysis can be performed. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint; no device returned; no analysis required. Device ineffectiveness and infarction following continued occlusion of the target vessel are known potential adverse events associated with the use of the revive se device and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that patient, target thrombus characteristics, intraprocedural issues and medication issues may have all contributed to the unspecified complications. No further actions are required at this time.

Event description:
It was reported that patient had torpor at left side, a sensation disturbance and a disturbance of consciousness on (B)(6) 2016. It was reported by a revive se pms (B)(6) study reported that on (B)(6) 2016 patient (B)(6) , a (B)(6) male patient developed cerebral infarction at right middle cerebral artery (m1). Prior to the procedure the aspect dwi was 11 point, nihss: 11 and the tici score: 0. The artery could not be canalized using t-pa and the revive se (frs21452299/t10111). Four passes were performed but the value of tici did not change from 0 points the physician abandoned using the revive se and used a micro catheter with balloon (unryuxp, kaneka medix corporation 1.5*10mm, 25.*10mm) for pta. Even so still was not improved the value of tici. An additional procedure had not been performed and completed. Penumbra system was being also used in the procedure, but there was no information about usage and timing. Nihss after the procedure was not performed because the state of the patient did not become stable. On (B)(6) 2016; mrs: 4 points, nihss: 21 points, aspects-CT: 1point and aspects-dwi: 3points was confirmed. Unknown date; cerebral decompression was performed. The torpor at left side, sensation disturbance and the disturbance of consciousness remained. The physician denied the cause-and-effect relationship between the revive se and this case. Confirmation of outcome was on (B)(6) 2016. The product is not available for the investigation. No further information is available.

Manufacturer narrative:
This is one of one follow-up report submitted for this complaint with associated MFR# 2954740-2016-00282. Method code for DHR review added.